Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwds) glucose had been high all day. The pwd stated bolusing and feeling like insulin was not coming out and stated removing their infusion site and tried to prime the cassette (not an ICU med product) and tubing to see if insulin would come out. They stated that they filled the cannula, and no insulin came out so they programmed a 7-unit bolus and still no insulin came out. The glucose has risen to over 400 mg per dl, so they self-injected a manual injection of 10 units of insulin. He also stated that he changed out the cleo 90 infusion set and cassette and now waiting for the glucose to come down. The event occurred while in use with the patient, operator of the device was the patient, and the issue was resolved. Patient is a white male, born on (B)(6) 1969, weighing 270lbs. There was reported patient harm.